Manufacturer narrative:
Device passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed unexpected restart. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and she was able to clear the alarm and able to complete rewind of the insulin pump. The customer reported that, the unexpected restart alarm occurred shortly after inserting a new battery. She was advised to remove current battery from the insulin pump and insert a new battery; however, the insulin pump alarmed unexpected restart error. She was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.